Event description:
The pt underwent a hysterectomy followed by a sling procedure in 2001. The pt developed an infection and has not been able to urinate post operatively. The pt requires self catheterization. The pt's gynecologist had removed some scar tissue. In 2002, the pt underwent surgery to have the sling removed. The surgeon was only able to partially remove the sling. The pt still has to self catheterize.